Event description:
A customer reported via phone call indicating that their insulin pump multiple alarms. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test. No error alarms were noted. The insulin pump was programmed with the current time and date. The insulin pump was monitored for several days and the time and date functioned properly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window.